Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Age. Average age. Sex: majority gender. Date of event: date of publication journal article title: three contemporary thin-strut drug-eluting stents implanted in severely calcified coronary lesions of participants in a randomized all-comers trial literature reference: 10.1002/ccd.28886. If information is provided in the future, a supplemental report will be issued.

Event description:
The bio-resort trial randomly assigned 3,514 all-comer patients to biodegradable non-medtronic everolimus-eluting stents (ees) or no n-medtronic sirolimus-eluting stents (ses), versus durable polymer resolute integrity zotarolimus-eluting stents (zes). The study assessed the clinical outcome of pci with the three des in the challenging population of all comer patients who were all treated for severely calcified lesions. 265 patients were assigned to zes. Vessels treated included the right coronary artery (rca), left anterior descending artery (lad) and the left circumflex artery (lcx). Coronary interventions were performed according to standard techniques ,current medical guidelines and the operator's judgment. Clinical follow-up data was obtained at visits to outpatient clinics, or if not feasible, by telephone follow-up or a medical questionnaire. The composite endpoint target vessel failure comprised cardiac death, target vessel-related myocardial infarction or clinically indicated target vessel revascularization (tvr). Secondary endpoints included target lesion failure (a composite of cardiac death, target vessel myocardial infarction or clinically indicated target lesion revascularization), and stent thrombosis. The study concluded that among all-comer patients with at least one severely calcified target lesion, there were no statistically significant differences in the 2-year rate of the main composite endpoint target vessel failure between patients treated with biodegradable non-medtronic ees or non-medtronic ses versus durable polymer resolute integrity zes there was no between-stent difference in various safety endpoints, such as cardiac death, target vessel myocardial infarction,and stent thrombosis. Overall, clinical adverse event rates were low as compared to previous studies that assessed patients treated in severely calcified coronary lesions. It was stated that there was no direct causal relationship between the resolute integrity devices and any of the cardiac deaths reported.